Event description:
Increase of pacing lead impedance and pacing threshold. Findings consistent with conductor fracture. Pt had new ICD system subsequently implanted. Baystate medical center submits this report pursuant to the provision of 21 cfr part 803. This report is based on preliminary information received by baystate medical center which baystate medical center has not had the opportunity to investigate or verify prior to the reporting date. Baystate medical center has not conclusively determined the cause of this event. In addition, the submission of this report shall not be construed as an admission that a reportable event has in fact occurred.